Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported that the insulin pump alarmed, but he was unsure which alarm had sounded. He noted that the display did not return after a battery change. The customer did not remember the blood glucose reading. He did not observe any physical damage, moisture damage, or corrosion to the insulin pump. He tested a new battery and confirmed that the display did not return. He was advised to clean the battery cap contacts and try again, after which he reported that the display still did not return. He stated that he heard a constant tone but could not see anything on the insulin pump's screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The motor and vibrator motor assemblies were found corroded. No cosmetic damage noted.